Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02890.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02890. It was reported the patient was receiving unwanted abdominal stimulation. It was also reported the patient had suffered a hard fall and stimulation was lost. The patient underwent surgical intervention where her entire scs system was removed and replaced with a new one. The patient is now receiving effective stimulation.